Manufacturer narrative:
After partial balloon inflation in the left sfa, the balloon could not be deflated, and was pulled back through the sheath in the inflated state. In doing so, the balloon completely separated from the shaft of the pta catheter. The target vessel was the left sfa, which was neither calcified nor tortuous. A 50/50 ratio of contrast and saline was used with an inflation syringe. During inflation, the proximal quarter of the balloon could not be inflated, and deflation was not possible at all. The balloon completely separated from the pta catheter shaft when the user pulled the inflated balloon back through the sheath. The separated balloon remained on the guidewire and was able to be removed through the sheath without the use of a snare. There was no reported patient injury. One non sterile pta savvy small vessel 4x6 was received coiled inside a plastic bag. The balloon was found separated near the distal seal; it appears as if the balloon had been previously inflated and deflated. The marker bands were placed in their original position. No other damages were noted along the shaft. Sem results showed that the balloon surface exhibited evidence of material wrinkling and abrasions as well as to be turned inside-out. The marker bands exhibited no anomalies. The exact cause of this failure could not be conclusively determined; however cutting could be discarded since no characteristics of this failure mode could be found in the surface of the balloon. Functional test could not be performed due to the balloon condition. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported inflation difficulty-partial or slow and deflation difficulty-unable to could not be confirmed due to the balloon condition. The reported pta system/ separated-in patient was confirmed. The exact cause of failures could not be conclusively determined. Procedural factor might have contributed to failures, neither the DHR review nor the product analysis or the sem analysis suggests that the failure experienced by the costumer could be related to the manufacturing process. Controls are in place in savvy manufacturing line to detect leaks on the catheter. No corrective or preventive actions will be taken. The exact cause of the inflation and deflation difficulty could not be determined. Procedural factors were responsible or the reported withdrawal difficulty and balloon separation.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
After inflation in the left sfa, the balloon could not be deflated, and was pulled back through the sheath in the inflated state. In doing so, the balloon completely separated from the shaft of the pta catheter. The target vessel was the left sfa, which was neither calcified or tortuous. A 50/50 ratio of contrast and saline was used with an inflation syringe. During inflation, the proximal quarter of the balloon could not be inflated, and deflation was not possible at all. The balloon completely separated from the pta catheter shaft when the user pulled the inflated balloon back through the sheath. The separated balloon remained on the guidewire and was able to be removed through the sheath without the use of a snare. The patient was not endangered per the reporting affiliate. Films of the event are not available.